Event description:
Customer complains pt reaction. Pt found it hard to breath for ten minutes during treatment, the pt's blood pressure decreased and the pt vomited. The treatment was then stopped. Saline, oxygen and dexamethasone were given. No info if or how much blood loss, if any, the pt suffered. No medical intervention was needed.